Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Date of fracture is not known. This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was treated for a pertrochanteric hip fracture with a short trochanteric femoral nail-advanced (tfna) nail, helical blade and distal locking screw on unknown date. The short nail was used because the patient has a long stem total knee on that side. On (B)(6) 2017, the surgeon removed an intact distal locking screw from the nail and implanted a curved broad plate with screws and cables to treat a periprosthetic proximal femur fracture which occurred in the area between the knee implant and tfna implants. No surgical delay, procedure completed successfully and patient outcome reported as fine. Concomitant devices reported: nail (part 04.037.242s, lot h187905, quantity 1), blade (part 04.038.310s, lot h209616, quantity 1). This report is for one (1) unknown distal locking screw. This report is 1 of 1 for (B)(4).